Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between the device and the reported anemia and patient conditions could not be conclusively determined through this evaluation. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient presented to the hospital with weakness and blurry vision. They had acute anemia with hemoglobin (hgb) was 5.3 g/dl. This required 2 units of pack red blood cells(prbc) to be transfused with additional units of prbc transfused on (B)(6) 2021. Hemoglobin levels rose up to 10g/dl. Esophagogastroduodenoscopy(egd) showed mild gastropathy; colonoscopy showed 3 polyps and internal hemorrhoids. Capsule endoscopy returned as negative. The computed tomography (CT) was negative for retroperitoneal bleed (rpb). The patient's bowls, liver, and spleen were normal. The cause of the anemia was unclear, possibly a dielafoy lesion that was not actively bleeding during the endoscopy.